Event description:
Customer reported he experienced high blood glucose in the morning. Customer stated that his blood glucose was 490 mg/dl when he woke up because his tubing was kinked; he treated with the insulin pump. Customer also stated that he lost his serter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.